Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that for the last 3-4 days the patient (pt) has noticed they are feeling a buzzing sensation every time they sit down. Pt states they don't think it's coming from the lead itself because they know what that feels like. Pt states they turned their device off but it feels like the device is turning on by itself. Pt states if they go to try and connect to the implant, they see a message that states "different internal device is detected." Walked pt through trying to connect to the implant but pt confirmed they continue to see this same message. Pt confirmed they only have 1 implant but they do have a bone fusion in their spine. Pt confirmed they are on the right side of the body and right over the implant. Pt states it did work before but that this just started a few days ago. Pt confirmed they did access the correct mytherapy app. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.